Manufacturer narrative:
Concomitant medical products: 6949-65 lead, implanted (B)(6) 2007; 5076-52 lead, implanted (B)(6) 2007. Product event summary : the full lead was returned and analyzed; analysis revealed an insulation breach at the first rib/clavicle. The proximal and distal conductors were fractured at the first rib/clavicle. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The left ventricular lead was returned to the manufacturer with no information, and subsequently tested out of specification. Follow-up with the physician's office to determine why the lead was explanted revealed the lead was fractured and had high pacing impedance, which had triggered an alert. Upon removal, it was also noted the lead slack had migrated from the pocket and coiled in the right atrium. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the full lead was returned and analyzed. The distal conductor of the lead developed a fracture at the first rib/clavicle location while in vivo. The proximal conductor of the lead developed a fracture at the first rib/clavicle location while in vivo. The outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.